Event description:
It was reported that the surgeon converted the patient to a total hip.

Manufacturer narrative:
Affected item was not returned for evaluation. A review of the DHR could not be carried out due to missing information (cat# and lot code). In this case it could only be referred to available information. With available information the cause of the event could not be determined exactly. With respect to the given information a more precise statement is not possible. The file will be closed formally and can be reopened when substantive information or the item(s) become available. We reserve the right to update the investigation and change the root cause.